Event description:
It was reported that the balloon catheter was inflated at the lesion site; however, it would not fully deflate and it was removed from the pt slighlty inflated. Reportedly, there was no pt injury.